Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. Loss of capture was observed on the electrocardiogram from the telemetry monitor. Upon leadless pacemaker testing, high capture thresholds were noted. The device was successfully re-programmed. The patient was recovering.